Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The investigation has shown that the device was obviously damaged and shows poor maintenance. The investigation has pointed out that the ball bearings of the device were destroyed and that the rotor came into contact with the push button-cover. Such a contact can only happen due to an unintended use of the device, while pressing the push-button during the operation. As result the ball bearings might be destroyed, the push-button cover is scratched and the instrument might heat up.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.